Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the patient had lost weight and needed the pump moved some. However, the patient ended up with a hematoma a couple of weeks later. The pump pocket was cleaned and the hematoma was evacuated before putting the pump back in. When refilled, the doctor refilled with only dilaudid and bupivacaine and left fentanyl out. The patient did well during the surgery. The reported believed the patient was "doing okay since evacuating hematoma".

Event description:
A hematoma was reported. The patient had a pocket revision to relocate pocket site at the end of (B)(6) 2012. The day of the report, the hcp was aspirating the hematoma before filling the pump. Per the reporter, the hcp was decreasing the dose slightly. The pump delivered fentanyl, bupivacaine and dilaudid. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).